Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges dislodged from the pump. A cartridge from a new box was successfully installed onto the pump. Customer's blood glucose level was 123 mg/dl.